Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This solicited case, reported by a physician, via a patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin 100 units/ml through cartridge) via reusable (humapen unknown) subcutaneously for the treatment of diabetes mellitus, from unspecified date. On an unspecified date, during treatment with human insulin, (conflicting information received) she had experienced blood glucose which was bit high and gastrointestinal system disease and was hospitalized. The discharge date for hospitalization was not provided. The connection between the cartridge frame and the pen was crack ((B)(4), batch number unknown). Information regarding corrective treatment, outcome of the events and status of human insulin was not provided. The operator of the humapen was patient and her training status was not provided. The humapen model and suspect humapen duration of use were not reported but it started on an unspecified date in (B)(6) 2018. The action taken with the suspect humapen was not provided and its return was expected. The reporting physician did not provide an opinion of relatedness between the event and human insulin drug and did not provide their relatedness with humapen. Update 20-mar-2018: this case was determined to be non-valid as there was no identifiable adverse event reported. The report described about the hospitalization only. Update 26-mar-2018: this case was initially determined to be serious non-valid (no serious valid event identifiable). Additional information received from the initial reporter via psp on 22-mar-2018, which did not validate the case. No new medically significant information added to the case. Update 29-mar-2018: additional information received on 28-mar-2018 from initial reporter via psp. This case was validated due to addition of two serious events bit high blood glucose and gastrointestinal system disease which was reason for hospitalization. Added suspect device. Updated the narrative with new information. Update 03-apr-2018: upon review of the information received on 28-mar-2018. EU/ca fields were filled for the device in product tab and no changes were made to the case. Edit 03apr2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-apr-2018: upon review of the information received on 28-mar-2018. The reporter was updated and the causality for the device was changed accordingly. No new information was added to the case.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a physician, via a patient support program (psp), concerned a 67-year-old female patient of unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injections (humulin 100 units/ml through cartridge) via reusable (humapen ergo ii) subcutaneously for the treatment of diabetes mellitus, from unspecified date. On an unspecified date, during treatment with human insulin, (conflicting information received) she had experienced blood glucose which was bit high and gastrointestinal system disease and was hospitalized. The discharge date for hospitalization was not provided. Reportedly, the connection between the cartridge frame and the pen was cracked (product complaint number (B)(4), batch number 0905d02). Information regarding corrective treatment, outcome of the events and status of human insulin was not provided. The operator of the humapen was patient and her training status was not provided. The humapen model and suspect humapen ergo ii duration of use were not reported. The suspect humapen ergo ii was returned to the manufacturer on 22mar2018. The reporting physician did not provide an opinion of relatedness between the event and human insulin drug and and did not provide their relatedness with humapen. Update 20-mar-2018: this case was determined to be non-valid as there was no identifiable adverse event reported. The report described about the hospitalization only. Update 26-mar-2018: this case was initially determined to be serious non-valid (no serious valid event identifiable). Additional information received from the initial reporter via psp on 22-mar-2018, which did not validate the case. No new medically significant information added to the case. Update 29-mar-2018: additional information received on 28-mar-2018 from initial reporter via psp. This case was validated due to addition of two serious events bit high blood glucose and gastrointestinal system disease which was reason for hospitalization. Added suspect device. Updated the narrative with new information. Update 03-apr-2018: upon review of the information received on 28-mar-2018. EU/ca fields were filled for the device in product tab and no changes were made to the case. Edit 03apr2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 04-apr-2018: upon review of the information received on 28-mar-2018. The reporter was updated and the causality for the device was changed accordingly. No new information was added to the case. Update 11may2018: additional information received on 10may2018 from the global product complaint database. Recoded humapen unknown to a humapen ergo ii; entered device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, improper use and storage from no to yes, malfunction from unknown to no, and device return status to returned to manufacturer; and added the lot number, date of manufacturer and date returned to manufacturer for the suspect device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 11may2018 in field. No further follow up is planned. Evaluation summary; a physician reported on behalf of a female patient that part of the cartridge holder that connects to the pen body of her humapen ergo ii device was cracked. The patient experienced increased blood glucose. The investigation of the returned device (batch 0905d02, manufactured may 2009) found the cartridge holder thread end was cracked. In addition, the pen housing near the bezel was cracked, the bezel was cracked, and the soft touch was partially detached from the device. Foreign material was observed on various device components. The device was tested and met functional requirements, and dose accuracy and glide (injection) force specifications. No malfunction was identified. Damage to the cartridge holder is consistent with excessive force while in the field; however, the damage did not affect the functionality of the device. The soft touch damage is consistent with the device having been exposed to an unknown chemical while in the field. The core user manual describes the proper care and storage of the device and states "do not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication such as oil, as this could damage the pen." In addition, the user manual instructs the patient to not use the device if it appears broken or damaged and to contact lilly or their healthcare provider for a replacement pen. There is evidence of improper use. The damage to the device is consistent with damage while in the field, not related to the manufacturing process. The damage is not likely relevant to the event of increased blood glucose as the device met functional requirements and dose accuracy specifications.